Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was high riding and flipping. The ims pump explanted and new tenacio pump implanted to existing cylinders and reservoir. There were no additional patient complications reported.